Manufacturer narrative:
Evaluation summary: it was caused due to the loosened scope sleeve. In addition, we confirmed that angle lever trim cap missing, the remote control button(4) rapture. The distal body with lcb had been broken, however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occured before use. There was no report of patient harm. Delivery date: august 21, 2019. On (B)(6) 2021, I had visited after being informed that the light intensity of the scope was dark. Confirmed in the presence of dr. But the darkness was not reproduced. Tightening is performed due to looseness of the scope sleeve. Compared to the substitute, but no particular darkness is felt . It is said that it became brighter by tightening the sleeve. Processor confirmation (no error code) just in case. Have a look at the situation at this time. On (B)(6) 2021, I was informed by the facility that the amount of light was dark, so I replaced it with a substitute.